Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available.

Manufacturer narrative:
Date received by manufacturer: may 11, 2017. Therapy dates: (B)(6) 2017.